Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited undersensing. Programming changes were made to resolve the atrial issue. The patient stated that he fell couple of months back. The patient experience muscle stimulation. The left ventricular lead was noted to be dislodged which was confirmed upon x ray. The left ventricular lead was explanted and replaced on (B)(6) 2018. The patient was in a stable condition.